Event description:
It was reported that the patient presented in clinic for a follow-up appointment. Upon review, it was noted that the right ventricular lead exhibited noise leading to over-sensing and pacing inhibition. Noise was believed to be produced by electromagnetic interference (emi). No intervention performed. There were no patient consequences.